Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken into emergency room due to high ketones. The customer¿s blood glucose level was 359 mg/dl. Customer also stated that difference between sensor glucose and blood glucose level was 276 mg/dl. However, insulin delivery was not suspended due to sensor glucose value. It was not indicated that customer was using auto mode. The insulin pump will not be returned for analysis.